Event description:
A pt reported they were unable to obtain a blood glucose result due to "clean test area" prompts on their one touch basic meter. Pt had symptoms of dizziness. No blood glucose results were documented. The result on the dr's meter was unknown. No comparison was made between the pt's meter and the dr's meter. Treatment was unknown. No further info has been reported.